Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. Customer stated that up arrow buttons was not working. The troubleshooting was performed for the keypad anomaly. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up button dome switch .no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.